Manufacturer narrative:
Additional manufacturer narrative: h11-manufacturer narrative: cataract is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cataract 6 months post icl implantation. The lens was explanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.